Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated patient had an altercation and issue began after that.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy due to high impedances on thoracic lead. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.